Event description:
The home patient (hp) contacted baxter's technical service center regarding assistance ending therapy which occurred on the homechoice during use during fill 1 as there was air in the patient line. Baxter product surveillance contacted the registered nurse on (B)(6) 2011. She stated that she did not know about the incident, but that the patient had been continuing therapy successfully since. There were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) was not confirmed. The root cause was undetermined.